Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to a hospital ICU. Per the patient's physician, the patient is to continue use of the device after she leaves the ICU. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor 07025360 - reuse. Electrode belt (B)(4): 02/2011- reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, an training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data ((B)(4)), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A zoll distributor contacted zoll on (B)(6) 2014 to report that a patient experienced an inappropriate defibrillation event. During the event, the patient received twenty shocks between 19:55:48 on (B)(6) 2014 and 07:00:03 on (B)(6) 2014 while at the skilled nursing facility where she resides. Multiple counting contributed to the false detections. The patient was reported to be conscious but confused at the time of the event. Facility staff members were present at the tine of the event. The response buttons were pressed intermittently during the event but not immediately prior to the treatments. The patient was admitted to a hospital ICU. Per the patient's physician, the patient is to continue use of the device after she leaves the ICU.